Event description:
Reported finding moisture, that smelled like insulin, in the device's cartridge chamber. Additionally, reported that, while priming, the device makes an unusual noise. Patient stated that it used to take approximately 14-16u insulin, to fully prime infusion set tubing; however, it now requires > 20u insulin. Patient reported experiencing elevated blood glucose (19-20 mmol/l). Self-treated by bolusing insulin.